Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a 6 mm teflon infusion set, with glucose readings above 300 mg/dl for two days and a documented high of 413 mg/dl; the user changed supplies after counsel, and later the user reportedly had a loss of consciousness at home and was subsequently hospitalized for pneumonia and breathing difficulty, which the household did not attribute to ilet use. Symptoms included loss of consciousness and reported breathing problems. Outcomes included hospitalization and ongoing respiratory support at home. Investigation included user interview, follow-up calls, and requests for device data and lot information. Investigation of this case revealed no evidence of site leakage, no ketone testing, and no back-up therapy used during the hyperglycemic period, with meal announcements reportedly withheld to avoid lows. It was concluded that the cause of the hyperglycemia was unclear and unrelated to a confirmed device malfunction, and the reported loss of consciousness had insufficient corroboration of hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.